Manufacturer narrative:
Approximate age of device 1 year, 11 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead (lead) was returned for evaluation. The system controller log file contained approximately 2 hours of data which captured low speed hazards and multiple pump stoppage events while the lvad system was supported by the power module and patient cable. Approximately 15 inches of the external portion/distal end of the lead was returned. A portion of the silastic sleeve at the terminus of the distal end bend relief, had been removed prior to return. The silastic sleeve was removed, and examination of the shielding and bionate revealed multiple areas with shield breakdown. Electrical continuity testing of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the percutaneous lead. However, a root cause for the pump stop events cannot be determined through the evaluation of just the returned portion of lead. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department on (B)(6) 2016 with the lvad system producing a 'communication error' alarm. The patient also had multiple low flow and 'no speed' alarms. The driveline had numerous kinks, twists, and superficial tears. The patient was admitted to the cardiovascular intensive care unit. The patient was asymptomatic. Log file analysis performed by the manufacturer's technical services confirmed pump stoppage events. X-rays of the driveline were submitted to the manufacturer's technical services representative. The x-rays did not contain any obvious areas of concern. On (B)(6) 2016 the manufacturer's technical services representatives performed a distal end percutaneous lead (driveline) replacement. It was reported that a few hours after the percutaneous lead replacement the alarms reoccurred. The patient was provided an ungrounded patient cable for use when the lvad system is connected to ac power. No further alarms have occurred since the modified ungrounded patient cable was put into use.